Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr put on circuit and ran it with previous setting, its drifted for the first couple sec but then stopped. Ran the 3100 for 30 mins and issue didn't happen. Unit had a spot of condensation in airway sense line. Fsr check pdm and it was okay. Regulator pr6 was really marked up. Fsr did full check and did a post circuit and performance test. Both passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the doctor wanted to make a setting change and the inspiratory time was not changing value. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. As an intervention patient was transferred to another 3100a ventilator.